Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator (ipg) displayed an alert for atrial intrinsic amplitude out of range. Additionally, intermittent far-field r-wave oversensing (ffrwos) was observed on the atrial channel, which resulted in storage of short inappropriate atrial tachy response (atr) episodes. Report criteria was not met as the atrial arrhythmia burden (aab) was less than one percent over the last eight months. The system remains in service and no adverse patient effects were reported.